Manufacturer narrative:
(B)(4). The operator's manual, cell therapy guide ((B)(4)) in chapter 2 mononuclear cell collection procedure, on page 2-4 states to use a cfr between 0.8 and 1.5 ml/min...you may need to use a higher cfr for an exceptionally mobilized donor with an elevated wbc count. So, it is possible to run at a higher rate and it may even be required for the optimum interface. In this circumstance the donor did not have a reaction due, the volume collected was simply higher than expected. Trending indicates that this is an infrequent issue by reviewing a format detail code order report for high priorities with this failure code. In the last 10 year period, there was only one other report of an overcollection of plasma during an mnc procedure due to an operator inputting an incorrect collect flow rate. That situation was slightly different in that there were two operators involved and during the switch from one to the other the collect and plasma flow rates were switched. Conclusion: operator error.

Event description:
The customer reported that they had made an operator error during an mnc collection. They had changed the collect pump rate from 1 ml/min to 3 ml/min so the end volume was higher than expected. This report is being filed due to the potential for injury due to hypovolemia. No medical intervention occurred.